Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for central venous dilation. During inflation at 13 atmospheres, the balloon ruptured. No patient complications were reported as a result of this event.